Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 326 mg/dl to displaying "high" on the cgm graph. Elevated blood glucose was addressed with a bolus from the pump. During system check with tandem technical support, the root cause could not be determined because the customer inadvertently bent the cannula when removing it from the infusion site. No additional information was provided.